Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that intraocular lens (iol) was exchanged in a secondary procedure for clinical reason of dysphotopsia. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The lens was returned in pieces adhered to the lens case base placed in a plastic specimen cup. Solution was observed on the lens. The optic was cut into pieces. A power and resolution test could not be performed on the returned explanted lens due to being cut into pieces. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal lens of 12.0 diopter (add power +2.2/+3.2) was replaced with a monofocal 12.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).